Manufacturer narrative:
Root cause could not be determined from the info provided. (B)(4).

Event description:
Customer reports the shutter remains closed without triggering and no mechanical lock. No other info was provided.